Manufacturer narrative:
Additional information was received that there was no device malfunction suspected with the ipg.

Event description:
A report was received that the patient had difficulty charging the ipg. The battery was completely depleted. The patient will undergo a revision.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. The battery was completely depleted. The patient will undergo a revision.

Event description:
A report was received that the patient had difficulty charging the ipg. The battery was completely depleted. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient will undergo ipg replacement.

Event description:
A report was received that the patient had difficulty charging the ipg. The battery was completely depleted. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.